Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00-7703-015-00; serial number: (B)(4). (B)(6).

Event description:
It was reported during surgery that the comb and cutter were damaged. There was no damage to the graft, no patient harm, and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: the comb was found to be damaged and the cutter did not pass the sample mesh graft test. The comb and cutter were replaced to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.